Event description:
The lead was returned to the manufacturer after being explanted post-mortem with no complaint. The lead subsequently tested out of specification during manufacturer¿s analysis. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# 5076-58 a proximal portion was received measuring 34 cm. The outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo,the outer insulation of the lead was observed to have blood ingression. Concomitant products: implantable pulse generator. Product ID: vedr01, implanted: (B)(6) 2007; implantable pacing lead product ID: 407652, implanted: (B)(6) 2007. (B)(4).